Event description:
Biomed at a user facility reported the following event: "... He had just down calibration on the insp/exp xducrs a couple weeks ago and wrote and a/d values down. He said that the rt dept used the vent a couple times with no problems until today when they turned the vent on and immediately got a circuit occlusion alarm before doing est. They flipped vent on couple times and got same circuit occlusion so they gave vent back to andy. He went to the xducr calibration screen and found that the xducrs a/d count had moved more than 100 in just couple weeks." Not pt involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support dispatched field service to the user facility for repairs.